Event description:
The customer contacted baxter's service center regarding the home patient (hp) becoming disconnected; which occurred on the homechoice (hc) during use. The registered nurse (rn) stated that the home patient (hp) had reconnected themselves prior to contacting them. The rn was unaware of what cycle it was in when the hp became disconnected. The technical service representative (tsr) reviewed end of therapy early procedure. The rn was told to notify peritoneal dialysis (pd) registered nurse (rn). The rn was told to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on 05/09/2013 regarding reported problem. The rn stated the connection issue was due to the home patient (hp). The rn stated the hp was attempting to go to the restroom, however, the extension line was too short and became disconnected. The rn stated the hp is doing fine; this situation was resolved in turn by moving the bed and therapy setup closer to the restroom. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for this connection issue complaint is not confirmed, because a batch review could not be performed, the sample was not returned to baxter for evaluation. The patient reported that they accidentally disconnected, but there is not enough information in the event description to determine an assignable cause code for this connection issue complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if any additional relevant information is received.